Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 002648920-2023-00197. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip procedure approximately nine months post implantation due to a periprosthetic fracture and non-union with significant plating/screw use and a head exchange. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the first revision occurred approximately two years post implantation for periprosthetic fracture and non-union. A second revision occurred on approximately one year after that due to periprosthetic fracture and non-union again with plates placed and the head exchanged. The complaint was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.